Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent identified that the proximal edge of the stent and the distal end of the stent was stretched and damaged. The struts at the distal end were raised upwardly. This type of damage is consistent with excessive force being applied to the stent struts. An examination of the balloon found that the balloon was tightly folded and did not appear to have been subjected to any positive pressures. A visual and tactile examination of the hypotube identified no kinks or damage. A visual and tactile examination of the midshaft and distal extrusion identified no kinks or damage. No issues were noted with the tip profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 2.50x8mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. The device was unpacked as usual by the nurse; however, when the physician took the device for introduction, the physician noted that the struts of the stent were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. A 2.50x8mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. The device was unpacked as usual by the nurse; however, when the physician took the device for introduction, the physician noted that the struts of the stent were damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.